Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device had channel errors. Both pressure sensors were replaced with new ones, the device passed all tests and returned to service. There was no patient involvement. Although requested, no further information was made available to date.